Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure. According to the complainant, during the procedure, the clip wouldn't release from the catheter. Per the complaint reporter, the technician did not operate the device correctly, as they may not have fully engaged the handle/slider, therefore the clip would not release from the catheter. The case was completed with another of the same device with no harm to the patient. According to the sales rep, there was a delay in the procedure, but it did not exacerbate the bleed.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed. (B)(4).